Event description:
Patient on va ECMO [veno-arterial extracorporeal membrane oxygenation] and on an iabp [intra-aortic balloon pump]. Balloon membrane perforated and needed to be emergently removed.circulator assist units, cardiac, intra-aortic balloon (maquet ltd) serial #: [redacted], lot #: 30004985540392. Balloon/catheter is a disposable item on the iabp (sensation plus 7.5 fr. Iab catheter 40 cc. (Getinge)). Kt iabp sns+ 7.5 fr. Fx40, lot #: 3000490857, ref: 0684-00-0568-01u.